Event description:
Cook (B)(6) reported for the customer, "(B)(6) 2011, port and catheter became separated, and leakage was confirmed during angiography. On (B)(6) 2012, the device was removed from patient's body and another device (the same product (rpn) from hospital storage) was replaced to complete the procedure." Additional information provided on (B)(6) 2012: the device was originally placed in anterior chest. There has been no patient outcome provided.

Manufacturer narrative:
(B)(4). Engineering reported, "a poly petite port body was returned with a catheter lock and approximately 13.5cm segment of catheter. Visual inspection did not reveal any damage to the port body or septum. The silicone catheter locking sleeve was damaged in several locations and the catheter was cut partially. Damaged to the locking sleeve and catheter appeared to have been done by a sharp instrument. The edges of the silicone were smooth and no tearing or striations were found. The cut on the catheter segment aligned with one of the cuts on the catheter locking sleeve if the two pieces were assembled properly. Light bruising on the catheter seems to indicate that the port was assembled, properly, for a short period." Engineering stated, "it is possible that the catheter was damaged during the implant procedure and this was the source of the leakage." None.